Manufacturer narrative:
Two implants were returned separated from the pusher, which is consistent with the claim that complaint device pulled a previously detached coil out of the target site. The pusher was not returned for evaluation. The investigation found the first implant's monofilament profiled a mushroom shape, which indicates the implant successfully experienced thermal detachment. The investigation of the second implant found the implant stretched and the monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The broken monofilament of the second implant is consistent with the device experiencing a premature detachment as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damages is consistent with the device experiencing forces exceeding the implant's yield strength. The investigation of the returned catheter did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
No additional information received regarding the event.

Event description:
As reported: procedure was a pre-evar embolization of the left internal iliac. Right groin access, 5f x 45cm guiding sheath and 4f x 65cm non-taper angled cathether. The first 6 x 9 cm azur cx was deployed easily and successfully. The second 6 x 17 cm had some difficulty advancing out of the the 4f catheter. The physician tried to advance and then noted that the coil had detached. Used a guidewire to try and advance the coil, but was unable. The 4f catheter and coil were removed together, however the second coil grabbed the first fully deployed coil, so both coils were completely removed from the body. For case completion, a new catheter was inserted and multiple azur cx coils were successfully delivered. The case was successful. Patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.